Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after a diagnostic procedure with a 4f sheath. Reportedly, there was difficulty retracting the foot of the prostyle device using the lever. The physician cycled the footplate and successfully removed the device intact, without any tissue damage or device separation. A new prostyle was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.